Event description:
(B)(6) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder (lot: 9149278) was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. The device was implanted without issue. Post procedure, the patient complained of chest pain. Early the next morning, the chest pain had become worse - bilateral upper chest pain that radiated to left shoulder and neck when lying down flat. Deep inspiration had worsened with a subacute productive cough. No presence of diaphoresis, numbness, tingling, or palpitations. A 42mm wide pericardial effusion was observed. On computerized tomography (CT) imaging. On (B)(6) 2024, a pericardial window procedure was performed and pericardial effusion was drained. Colchicine was administered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the amulet device was implanted without issue in a patient with pre-existing pericardial effusion. The patient had mesothelioma and was undergoing immune therapy treatment. No worsening pericardial effusion was reported on post implant transesophageal echocardiogram (tee). Post procedure, the patient complained of chest pain and early next morning, the chest pain had become worse - bilateral upper chest pain that radiated to left shoulder and neck when lying down flat. Deep inspiration had worsened with a subacute productive cough. A 42 mm wide pericardial effusion was observed on computerized tomography (CT) imaging, no tamponade was observed. A pericardial window procedure was performed and pericardial effusion was drained. Colchicine was administered. It was reported that the patient expired due to respiratory failure. It was believed that the patient had a delayed effusion and inflammation/pericarditis related to the device. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, there appeared to be aortic valve stenosis with decreased leaflet motion seen a long-axis and leaflet calcification seen on short-axis views. Amulet occluder implanted into laa with good compression and a concave disc covering the ostium of the laa. There was no evidence of a large pericardial effusion at the end of the procedure. The exact cause of death is difficult to determine. The patient had pre-implant a pericardial effusion which increased post-implant. The larger effusion may have been related to micro-perforation of the left atrial appendage and/or pericarditis, but cannot be confirmed for certain. Based on the information available, most likely the respiratory failure was due to the patient's underlying advanced metastatic mesothelioma that affects the pleura and may result in pleural effusions affecting respiratory function. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6 health effect clinical code: 4462 respiratory insufficiency added.

Event description:
On (B)(6) 2024, the patient was diagnosed with respiratory failure. On (B)(6) 2024, the patient died from respiratory failure. It is believed that the patient had a delayed effusion and inflammation/pericarditis related to the device. However, the cause of death is unable to conclusively determined given the patient's current mesothelioma diagnosis and treatment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 health effect impact code: 1802 death added. H6 health effect clinical code: 4448 pericarditis added. B7 other relevant history; renal failure, mesothelioma and started immune therapy every 2 weeks (optivo).